Event description:
After pressing "patient connect" but before patient was actually connected, air in blood line alarm occurred. Attempted to clean venous sensor but alarm continued. Troubleshooting showed potential problem with abd (air bubble detector) module, so it was replaced.